Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. The fse replaced the lens and tested it normally, restoring console functionality. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console entered case saver mode. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the physician found the energy was low and the procedure was stopped. The patient was present and sedated. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.